Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. Information is consistent with a bit flip in part of the memory often caused by radiation therapy. Data storage observation states "cardiac compass has invalid data" and no data is available.

Event description:
It was reported that the device battery voltage measurement was unavailable. The device displayed invalid data and a possible bit flip. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.